Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: missing shell, broken shell, and red/black particles material were found on the shell. A weight test of the device verified the device was underweight. A microscopic analysis was performed which identified: a break is found with the following conditions: sharp edge in the shell with stress marks due to surgical impact opening, striated edge on anterior assessed as surgical damage. A dimension measurement of the shell identified the thickness was within specification. Based on the device analysis the final assessment is: a break is found with a sharp edge in the shell with stress marks due to surgical impact opening. Striated edge was assessed as surgical damage. Missing shell was assessed as inconclusive.

Event description:
Health professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture. The device remains implanted.